Manufacturer narrative:
A lot number was provided and a lot history review was performed. For the reported malfunction, the device was returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg120144 pta balloon dilatation catheter allegedly experienced detachment of device or device component, deflation issue, and difficult to inflate. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
H10: a lot number was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed detachment of device or device component, however, the evaluation is inconclusive for inflation, deflation and retraction problem. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H10: h6 (device code: 1536 - retraction problem). H11:b5, h6 (results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg120144 pta balloon dilatation catheter allegedly experienced detachment of device or device component, deflation issue, and difficult to inflate. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The weight of a 65 year old male is 48 kgs.